Event description:
It was reported that this right atrial (ra) lead was explanted due high pacing thresholds. The physician tried to reposition the lead, nevertheless when the helix was retracted and extended again, it was broke. Subsequently, this ra lead was successfully replaced. No additional adverse patient effects were reported.